Manufacturer narrative:
A manufacturing record review was completed and zero nonconformances were found therefore supporting the device met material, assembly and performance specifications. A returned product evaluation was unable to be completed, as no devices were returned to vsi. If device returns for evaluation, and further information is obtained, a follow-up report will be reported.

Event description:
As the cardiologist was doing the procedure he came across severe calcification present with bifurcation and attempted to pass with several balloons after using a guide and crossing the lesion with a luge wire via the radial artery, cardiologist obtained access of the right femoral artery and able to re-wire with 8 french guide, the turnpike lp then fractured and plugged the vessel resulting in cessation of flow and could not remove the wire as it was fixed and once that was clear did not want to lose wire position. St segments elevated and then able to pass 1.2 mm balloon through the lesion and it pushed the tip of the catheter downstream, balloon inflated and the turnpike was advanced and the rota wire was exchanged. Pt did receive stents. The patient is reported as doing fine. Patient discharged to home (B)(6) 2018. Initial information received via medwatch 5078186 on july 09, 2018.